Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device remained and did not fall off. The manufacturing record was reviewed and found no irregularities. As a result of evaluation of omsc, there was no malfunction which caused or might cause the tissue pad to fall inside the patient. Therefore, we are retracting this MDR.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. The tissue pad of the subject device was damaged and fell into the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the falling of the tissue pad.